Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the passive planar probe tip was visibly bent. There was no patient present when this issue was identified.